Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an on an 840 ventilator the upper display froze. The ventilator was not in use on a patient at the time of the event. The service engineer inspected the device and reported condition could not be duplicated. The ventilator passed all the required test.